Manufacturer narrative:
The vertek arm was not seated correctly so it was loose. The site noticed this before making an incision so they were able to correct the issue and continue with the case without any harm to the patient.

Event description:
Site reported that the vertek arm moved during case and had to break down and re-drape. The vertek arm was not seated correctly so it was loose. The site noticed this before making an incision so they were able to correct the issue and continue with the case without any harm to the patient.